Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was in a diabetic coma and they were found dead. The cause of death was low blood glucose and diabetic coma. The caller stated that the customer had renal failure and high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's body and the pump they were wearing at the time of passing were taken away and never returned. The caller agreed to return the customer's most recently acquired insulin pump for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).